Event description:
The customer observed negatively biased phbr qc results on a vitros 250 analyzer. No pt samples were tested due to the biased qc results biased results of the direction and magnitude observed may results in inappropriate physician action. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation of this event concluded that the customer was not following ocd recommended procedures for the calibration fluid kit 9. After using calibrators in accordance within ocd recommended stability interval, acceptable calibrator responses and calibration parameters were obtained. The qc results obtained post re-calibration were all acceptable. The root cause of the event was user error.